Event description:
It was reported that they were trying to fill and would not fill, so they swapped fluid delivery line, and it worked, and it was good now. Per additional information via email from ibc on 23jun2023, it was stated that the nurse who noted a biomed took and disposed of the original fdl. Once replaced, no further issues. No additional information available at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to fill and would not fill, so they swapped fluid delivery line, and it worked, and it was good now. Per additional information via email from ibc on 23jun2023, it was stated that the nurse who noted a biomed took and disposed of the original fdl. Once replaced, no further issues. No additional information available at this time.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.